Event description:
(B)(6) 2011 - revision surgery to remove a trestle fixed angle self drilling screw. The screw located in the c7 vertebrae had began to back out of position and was no longer properly seated within the construct. The anchor was originally implanted during a three level anterior cervical fusion on (B)(6) 2011.

Manufacturer narrative:
An evaluation of the suspect device revealed no anomalies. The investigation concluded that over angulation or incomplete seating of the screw like caused the locking mechanism not to properly engage. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position. Both the surgical technique and instruction for use (B)(4) state; the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9° may prohibit proper seating.